Manufacturer narrative:
Please not that this updated report has been created for correcting a typo in investigation conclusion summary which was found on jul 22, 2020. The corrected sentence in field h10 is as followed: "the investigation results did identify a non-conformance or a complaint out of box (coob)" changed to "the investigation results did not identify a non-conformance or a complaint out of box (coob)". Conclusion summary: it was reported that the patient was implanted with protasul 20 metal head on (B)(6) 2011. Patient experienced elevated metal ions, necrosis and high metal abrasion(wear) and revised on (B)(6) 2019. In vivo time of the device is 8 years. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No changes to event. Please not that this updated report has been created for correcting a typo in investigation conclusion summary which was found on jul 22, 2020.

Manufacturer narrative:
Trend analysis: no trend has been indentified. Event description: it was reported that the patient was implanted with protasul 20 metal head on (B)(6) 2011. Patient experienced elevated metal ions, necrosis and high metal abrasion(wear) and revised on (B)(6) 2019. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient was implanted with protasul 20 metal head on (B)(6) 2011. Patient experienced elevated metal ions, necrosis and high metal abrasion(wear) and revised on (B)(6) 2019. In vivo time of the device is 8 years. The investigation results did identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation done.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11: medical products and therapy date. Detail of product. Item number: 01.00013.408, item name: dural alpha insert neutr hh/32, lot#: 2595096. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00648.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Concomitant medical products: item: unknown insert catalog #: unknown lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent to the appropriate representatives: any device identification(s) and control number(s) used ref and lot number of the products.   The availability of the affected product(s) (non-availability with a rationale).  All available intraoperative pictures.   Patient weight, height, bmi and all relevant history.   Did a delay in the procedure occur that was related to the event? If yes, time surgery was extended?   Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). Was the surgical technique for the product utilized?  A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It war reported that the patient was implanted with an unknown hip head implant. Subsequently, patient underwent revision surgery due elevated metal ions, necrosis and high metal abrasion(wear).